Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
Man.report number 1627487-2019-09981. It was reported that system diagnostics recorded high impedances on both leads. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Correction: section b5: in the initial report, it should have been: "it was reported that system diagnostics recorded high impedances on one of the patient's leads. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine which lead is related to the issue. Therefore both leads are being reported." Instead of "it was reported that system diagnostics recorded high impedances on both leads. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post operatively."

Manufacturer narrative:
Date of explant and method code was unintentionally omitted from the initial report. This report contains the corrected data.